Event description:
The physician used a wilson-cook tracer metro wire guide to cannulate the common bile duct. When the procedure was complete and the wire guide was removed from the pt, a small piece of the wire guide coating had detached from the device. The location of the detached portion was unable to be determined. The pt was reported to be in satisfactory condition.